Event description:
It was reported that an unspecified number of 3 ml bd luer-lok¿ luer-lok¿ tips experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no: 309657 batch no: 0072336. ¿ caller reported seeing a piece of floating black plastic in syringe, about .5 cm long on 3-5 occasions over the past 1-2 months. Customer unsure of exact event dates. Customer stated it did not prevent him from being able draw insulin out of vial or to fill cartridge. ¿ number of occurrences - 3-5. ¿ did the caller insert the needle into the cartridge and encounter fill resistance? - no ¿ product with issue - bd 3ml syringe, pn 309657. ¿ product lot # - 0072336 for at least the most recent incident, customer unsure of previous lot numbers or if any were from same lot. ¿ did issue cause any injury? - no. ¿ did customer require medical intervention? - no.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/29/2020. H.6. Investigation: three loose 3ml syringes with needles attached and two opened blister packs from batch 0072336 (p/n 309657) were received and evaluated. All the syringes were manipulated and contained small amounts of clear fluid inside. It was observed in each of the syringes there was a small white cylindrical foreign matter particle inside the fluid path. The particle appeared to be a small piece of rubber. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 0072336 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The foreign matter could not be confirmed to have originated from the manufacturing site. It is possible the foreign matter is a portion of the vial septum. No corrective actions are required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of 3 ml bd luer-lok¿ luer-lok¿ tips experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no: 309657 batch no: 0072336. Caller reported seeing a piece of floating black plastic in syringe, about .5 cm long on 3-5 occasions over the past 1-2 months. Customer unsure of exact event dates. Customer stated it did not prevent him from being able draw insulin out of vial or to fill cartridge. Number of occurrences - 3-5. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 3ml syringe, pn 309657. Product lot # - 0072336 for at least the most recent incident, customer unsure of previous lot numbers or if any were from same lot. Did issue cause any injury? - no. Did customer require medical intervention? - no.